Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx1855 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported "we did find that baxter needleless connector (10) ur21i17075 leaked but when changed to (10) ur21k30026 line was not leaking. It was checked the next morning prior to discharge and catheter was then found to be leaking so was exchanged prior to discharge." What was infusion when the leak was discovered? Cpn any patient symptoms related to fluid leak? No was the catheter removed? Yes was a new catheter placed? Catheter was exchanged on (B)(6) 2022 what type of catheter securement was utilized? Securacath was there any patient harm reported? No what they¿re being treated for: adenocarcinoma, history whipple presents with abd pain/ nausea and vomiting.